Manufacturer narrative:
Performed on 17-04-2025: lot 122654: (B)(4) items manufactured and released on 08-08-2012. Expiration date: 2017-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot has been sold (1 as 122654b, 1 as 122654c) with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 10 years 9 months from primary, the patient came in reporting pain due to a femoral fracture. The cause of the femoral fracture is unknown. The surgeon revised the stem, head, and liner. The surgery was completed successfully.